Event description:
It was reported to philips that the wireless footswitch was not working intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was delayed and completed by repressing the wireless foot switch (wfs). A philips field service engineer (fse) inspected the system on-site and identified an intermittent issue with the wireless foot switch (wfs). To resolve the issue, the fse replaced the wfs and base station. The system was returned to use in good working order and ready for clinical use. The wireless footswitch was returned for further analysis. Testing was performed and it was identified that a button was not working as intended. The wireless base station was also returned for further analysis, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed on the same system. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.